Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the r71 open or not installed, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient was affected due to delay of the device under infusing. Patient was unable to complete the infusion due to the device now alarming error code 1816 motor error. Initial volume was set to 136ml. The given volume was 106ml.